Manufacturer narrative:
The tandem t:slim pump user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 200-400 (mg/dl). Customer administered a manual injection and correction bolus to treat bg levels. Reportedly, cartridge uses novolog and was used beyond 3 days. Customer was reminded that novolog is indicated for use up to 72 hours. Recommendation was made to consult health care provider to discuss pump settings. Customer is using a non-tandem pump until pump settings can be reviewed with health care provider.